Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 191 mg/dl. The customer declined to troubleshoot the device. The customer treated her blood glucose with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.